Manufacturer narrative:
Submit date: 8/31/2017.

Event description:
The customer states that there was an issue with the enteral feeding pump. The display was blank. There was no patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the screen is blank¿. The unit was triaged and the reported issue was confirmed. The printed circuit board needed to be replaced. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.